Manufacturer narrative:
Investigation summary: sample evaluation: a bag containing a 1ml loose assembled syringe and a 1ml syringe in an open package was received, confirmed to be from batch # 7300853 (p/n 309628). The samples were visually evaluated. The loose assembled syringe was observed to have its stopper near the top of the barrel past the 1ml line with the plunger tip broken off inside. The plunger rod was detached from the plunger rod tip. The syringe in the opened package was found to have surface damage that scratched off some print on the barrel. The damage was found between the 0.4ml and 0.7ml markings. The damage observed is considered rejectable product specification. DHR review for batch 7300853 (p/n 309628): manufacturing dates: 10/20/2017 to 11/27/2017. Batch quantity was (B)(4). Assembly record was reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7300853 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: based on the evaluation performed the damage, as noted by the end user, can be verified. Per description the plunger rod in the first sample was broken during product manipulation and therefore cannot be confirmed as defective based on evaluation performed. Root cause not determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd luer-lok¿ disposable syringe was found with multiple issues."the body of the syringe is melted and the graduation is unreadable ,and the plunger broke when removing air bubbles inside the body of the syringe. There was no report of exposure, injury or medical intervention needed.